Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that one of the patient's quattrode leads had migrated. Diagnostics revealed the other quattrode lead and octrode lead had high impedances. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.